Event description:
It was reported that resurfacing femoral head revision surgery performed due to collapse for avn (avascular necrosis). It appears the acetabular cup originally implanted on (B)(6) 2009 has remained implanted.